Event description:
It was reported the videoscope exhibited image blackout during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for image blackout during procedure is electronic component failure. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the video connector board, video connector had a crack, video connector was deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.